Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri x2 leads, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that during the implant procedure there was perforation of the left ventricle wall. When the left ventricular (lv) lead was screwed into the left ventricle wall the tissue ¿ripped¿. The lead was removed and when the physician went to close the hole with a suture the hole ripped more. The physician noted that the patient¿s left ventricle was very thin. The decision was then made that they would be unable to add a lv lead. No further patient complications have been reported as a result of this event.